Manufacturer narrative:
Additional information: updated e1, e3, g2, and annex b. The biopsied lesion was 1-2 cm in size and the distance to the pleura was 2 cm. The patient had diffused interstitial lung disease (ild). The patient had a 5 cm pneumothorax. The physician believed the pneumothorax occurred because the cryoprobe probe was held too long and the patient's underlying ild. A 14 french chest tube was placed, and the patient was hospitalized for 7 days. The patient was reported as being stable and then discharged home. Per the physician, there was no malfunction of the ion system, instrument, or accessory that contributed to the pneumothorax.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient developed a pneumothorax requiring a chest tube and hospitalization. The physician navigated and took cryoprobe biopsies and following the procedure; the patient had an x-ray, and it revealed a pneumothorax. A chest tube was placed, and the patient was admitted to hospital in stable condition. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.